Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi set a test bur in the handpiece and rotated it by hand as a simple movement test. The bur did not rotate at all. Even after connecting the handpiece to the motor to rotate the bur, the bur did not rotate. Therefore, nakanishi could not conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed breakage of the bearing retainer (ball bearing parts) on the cartridge side. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Nakanishi then replaced the damaged cartridge (including the bearing) and conducted temperature testing of the device in the following manner. Temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed no abnormal rise in temperature during the test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged cartridge had been replaced. - test point (1): 34.6 degrees c - test point (2): 38.1 degrees c - test point (3): 33.0 degrees c - test point (4): 33.1 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was damage to the bearings. The damage observed caused abnormal rotation resistance, which would result in the handpiece overheating. A lack of maintenance causes the accumulation of dirt in the inside parts, which causes debris ingress into the bearing during rotation, leading to the damaged bearings. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
Exemption number e2016004. (B)(4). (B)(4) took the following actions to obtain information about the patient, however, the patient's weight was not provided. On (B)(4) 2017, (B)(4) made a phone call to the dental office and spoke with a dental assistant. (B)(4) sent the (B)(4) information form (B)(4) to the dental office to obtain the further information. On november 28, 2017, (B)(4) contacted the office by email, but received no response. (B)(4) sent a certified (B)(4) letter and the forms (B)(4) to the office. On november 30, 2017, (B)(4) received the subject device with the information from the dentist. But the patient's weight was not included in the information. On december 1, 2017, (B)(4) called the office and left a voice mail message. (B)(4) also sent an e-mail. No response was received from the dentist. On december 4, 2017, (B)(4) sales representative and (B)(4) left voice mail messages for both the assistant and the dentist. No response was received. On december 6, (B)(4) spoke with the assistant, but the assistant did not provide the patient's weight.

Event description:
On december 8, 2017, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. On november 21, 2017, (B)(4) was made aware of the event by information from an (B)(4) sales representative. Upon receipt of the information, nam contacted the dental office for the details. The event occurred on (B)(6) 2017. The procedure being performed at the time of the event was a crown replacement using the handpiece z95l (serial no. (B)(4)). The patient was under local anesthesia. No abnormality or malfunction was observed with the device prior to the event. During the procedure, the device overheated and a blister was formed on the patient's cheek in the size of a nickel and circular in shape. A topical gel was administered to the patient and the patient was instructed to apply the gel to the wound five times a day. A follow-up with the patient was conducted and the patient was healing normally. No further treatment is required.